Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was found with a human hair within the sterile packaging. They replaced the sheath and the case continued without patient consequences. The device evaluation was completed on 10-jul-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual inspection was performed, and foreign material was observed on the carton tray; however, the device was returned without the original pouch. For this reason, a supplier investigation was performed, and it was determined that this issue cannot be related to the manufacturing process since the packaging was returned opened. A device history record review was performed for the finished device number, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed since evidence of foreign material was observed; however, it cannot be related to the manufacturing process. The issue could be related to the manipulation of the device; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and foreign material inside the packaging outside of specification issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was found with a human hair within the sterile packaging. They replaced the sheath and the case continued without patient consequences. Additional information was received. The packaging was sent back. Human hair inside packing. It is labeled with marker where to look. It was noticed before use. Foreign material still there when shipped. The event was assessed as MDR reportable for foreign material inside the packaging outside of specification.